Manufacturer narrative:
The device with the lens was returned loose in a large biohazard sample bag. The lens stop and plunger lock were removed. Viscoelastic was observed in the device. Upon return the plunger was observed to be reinserted in the device incorrectly and advanced into the nozzle entry area. The plunger was engaged against the optic edge. The leading haptic was straight. The trailing haptic was folded onto the anterior optic surface. The plunger was removed and evaluated. No damage was observed. The plunger was reinserted inside the barrel correctly for evaluation. No plunger anomalies were observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported complaint of "plunger stuck" cannot be determined. The used device was inspected. The plunger was in the nozzle entry and engaged to the trailing optic edge. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, the plunger of delivery system got stuck. There was a patient contact reported. Additional information was requested.